Event description:
It was reported that guide wire fracture occurred. A 035/180 (bx/5) amplatz super stiff¿ guide wire was selected for use. The inner coil of the wire became separated from the outer core of the wire out of the package during unpacking. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents distal end damaged (coilwire stretched and the corewire broken from the ballweld). All the outer diameter (ods) taken and was within specifications. Guidewire overall length was out of specification since the distal end was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).